Manufacturer narrative:
Isi did receive the e-200 generator involved with this complaint and performed the failure analysis. During failure analysis, the issue was not replicated. In artemis, errors 25952, 25903, 25914 were found aligning with the reported issue. Visual inspection found no damage related to the reported event. Per e-200 testing matrix, the unit passed all required tests. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they experienced two e 200 faults that required system restarts, and in each instance a curved vessel sealer stopped working after the restart. Technical support first reviewed the system logs and observed error 25952. The staff had brought a backup e 200 generator into the room but had not yet connected it at the time of the call, and technical support advised connecting the backup generator to minimize further interruptions. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed procedure was completed using backup e200 generator. There is no insufficient sealing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.